Event description:
(B)(4). Same patient as 2134265-2009-05009. The patient was enrolled in (B)(6) 2007. A type iii located in the left carotid artery. The reference vessel diameter was 6 mm and lesion length was 20 mm with 50% stenosis measured by nascet. Thrombus, dissection and pseudo aneurysm was not present. Ulceration and 2+ calcium were present. A carotid wallstent monorail stent with 7 mm diameter and 30 mm length was implanted. The filterwire ex cerebral protection was used successfully during the procedure. Pta was performed using a non bsc balloon dilatation catheter. Heparin, 70 u/kg, hearth rhythm stimulant and atropine 0.1 ui was administered during the procedure. The vasodilator was not used. Successful placement of the stent at the intended site. Successful use of the cerebral protection device. Procedure technically successful. Residual stenosis was 0-29%. Peri-operative event reported: minor stroke during the procedure. Event resolved with no residual effects. Post procedure the stent was patent with 5% stenosis. Patient reported as asymptomatic with no complication <24hr after the procedure. One month follow up assessment was not provided. Six month follow up visit in (B)(6) 2007 the stent was patent with 15% residual stenosis. Patient reported as asymptomatic with no complication since last visit. Twelve month follow up assessment was not provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not retruned for analysis.